Event description:
It was reported to gems that the ultranet collimator became detached during a normal procedure. The collimator dropped and was retained by the cable. No one was injured. The locking set screw was found to be missing.